Event description:
Rep reported that the surgeon programmed the valve prior to implantation at 140. He wanted to change her valve and was unable to even under fluoroscopy. Not only was the valve stuck, but it was set at 30. The shunt was revised.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.